Manufacturer narrative:
D9. Date device returned to manufacturer added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella cp, the automated impella controller alarmed for ¿controller failure,¿ and a loss of placement signal was observed on the display. The alarm was reported to have self-resolved within approximately five minutes, after which all displayed metrics returned to normal. It was reported that pump flows remained constant and within expected values throughout the event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.

Manufacturer narrative:
The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).